Event description:
It was reported that the patient stated that "ever since the device was moved to the right side, their heart rate is all over the place". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).